Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an unknown patient receiving unknown medication via an implantable pump. It was reported the patient had to have their pump explanted several days after implant. The patients name and event date had been unknown. After explant the patient had been managing pain with oral medication and it was reported the patient had been doing ok. The reason for the explant had been unknown but there had been mention of the body "rejecting" the pump. But it had been unclear what was meant by this.